Event description:
It was reported that prior to surgery, it was observed the small battery drive will not run. There were not delays to the scheduled surgical procedure as an identical spare device was available for use. There were no injuries reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to internal motor or (ecu) electronic control unit failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.